Event description:
It was reported that during stent placement procedure in the upper femural, the stent allegedly dislodged off the balloon. It was further reported that to correct the position of the stent, the doctor expanded the stent within another stent that was already implanted in the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, an image and video were provided and reviewed. Therefore, the investigation is inconclusive for the reported stent dislodgement issue. Based upon the available information a definitive root cause could not be determined. Labeling review: instruction for use: the event description states that the lifestream was being used for in a stent placement procedure in the upper femural. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: covered stent dislodgement from balloon during tracking procedure. Covered stent misplacement during placement procedure. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled.10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent: advance the endovascular system over the guidewire into the introducer sheath. The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g5. D4 (expiry date: 06/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, an image and video were provided and reviewed. Therefore, the investigation is inconclusive for the reported stent dislodgement issue. Based upon the available information a definitive root cause could not be determined. Labeling review: instruction for use: the event description states that the lifestream was being used for in a stent placement procedure in the upper femural. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. Potential patient/device adverse effects that may occur include, but are not limited to, the following: covered stent dislodgement from balloon during tracking procedure. Covered stent misplacement during placement procedure. Directions for use: site access and preparation: using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Covered stent size selection: select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled.10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent: advance the endovascular system over the guidewire into the introducer sheath. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: d4 (expiry date: 06/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure in the upper femural, the stent allegedly dislodged off the balloon. It was further reported that to correct the position of the stent, the doctor expanded the stent within another stent that was already implanted in the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during stent placement procedure in the upper femural, the stent allegedly dislodged off the balloon. It was reported that the stent was expanded. There was no reported patient injury.